Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. If explanted, give date: not applicable, as lens remains implanted. (B)(6). The intraocular lens (iol) was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a patient was implanted with a symfony intraocular lens (iol), model zxt150 26.5d, serial number (B)(4) on (B)(6) 2021; surgery was without complications. Account indicated that in a postoperative review on (B)(6) 2021, patient presented with very satisfactory vision (visual acuity 20/25 j1). However, on (B)(6) 2021, a capsulotomy was performed with yag laser (a procedure that removes the posterior capsule and which is necessary in some cases of cataract postoperative period). On (B)(6) 2021, the patient returned with worsening vision (visual acuity 20/ 100 j3). On (B)(6), an examination was performed on the ophthalmology & optometry refractive power/corneal analyzer (opd), which showed approximately 83 degrees of rotation of the lens. On (B)(6) 2021 the medical decision was made to perform an intervention for repositioning the toric lens on the correct axis. No further information provided.